Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 497 mg/dl. The customer reported that delivering insulin via bolus using the pump did not lower bg level, therefore customer lost confidence in pump performance. Reportedly, the customer reverted to manual injections for insulin therapy.